Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the pump and the transmitter were worn on opposite sides of the body, with the body serving as an obstruction. Customer moved transmitter and pump within range and without obstruction and connection was regained. No additional patient or event information available.